Manufacturer narrative:
On november 19, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that field d10 was inadvertently left blank under previous initial submission. It has been correctly updated to "no" on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 6, 2020, device re-evaluation was completed as microscopic examination was performed, and the new findings were document under the investigation summary. Please see updated summary below: during the visual evaluation of the device, a tear was observed on the anterior aspect, measuring 15.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 6, 2021, mentor became aware that in the previous submission (manufacturer report number: 1645337-2020-14304; follow up 4), under field h10, the date was incorrectly reported as january 6, 2020. It should have been january 6, 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, a tear was observed on the anterior aspect, measuring 15.5 cm. Product evaluation lab could not identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. Additional documentation has been requested for more exhaustive evaluation. If information is received, the device will be thoroughly analyzed via microscopic examination. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and migration of device (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 275cc mentor memorygel breast implant. The patient had malposition of her left implant post operatively and desired a capsulorrhaphy and implant exchange to a larger size. There was an incidental finding of left implant rupture. The patient underwent bilateral explantation and replacement with catalog number 3503751bc; serial number (B)(4) on the left side and with catalog number 3504001bc; serial number (B)(4) on (B)(6) 2020.